Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, the proglide device could not be inserted on the .035 guide wire. Another proglide device was used on the same guide wire and was successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device could not be inserted on the guide wire¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.